Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, infections, urinary incontinence, and pain during sexual intercourse. No further information has been provided.